Event description:
It was reported that the pt presented to the office for a pump refill. No volume discrepancy was noted. The pump was refilled with fentanyl, clonidine and marcaine. After the pump was filled, the pt became unresponsive. Ten ccs were then aspirated from the pump pocket. The pump reservoir was accessed and approx 10 ccs were aspirated from the 20 cc pump. It is believed that the pt had had a pocket fill. The pt required hospitalization.